Manufacturer narrative:
The device was returned for analysis. The reported material separation and the reported material split, cut or torn were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported difficult to advance. Interaction/manipulation of the device resulted in the noted wrinkled sheath and the reported material-torn; thus compromising the device resulting in the reported difficult activation/deployment and ultimately resulting in the reported sheath material separation. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the distal superficial femoral artery (sfa) with heavy calcification. Pre-dilatation was performed with a 5 mm balloon and there was noted to be a localized dissection. During advancement of the 5x80 mm absolute pro self expanding stent (ses), the sheath of the ses was blocked by proximal calcification [difficult to advance] and became torn, opening the stent at the distal end. Therefore, the stent had to be deployed at this point but deployment of the distal part of the stent was not possible [did not fully expand] due to the sheath being split. The area was catheterized despite difficulty due to the stent struts and angioplasty was performed to open the stent properly. The stent is deployed at the proximal part of the initial lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified the sheath was separated and torn. Per the site, the sheath tore and split during the procedure; however, nothing had to be removed from the patient. The separated portion was discarded. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the distal superficial femoral artery (sfa) with heavy calcification. Pre-dilatation was performed with a 5 mm balloon and there was noted to be a localized dissection. During advancement of the 5x80 mm absolute pro self expanding stent (ses), the sheath of the ses was blocked by proximal calcification [difficult to advance] and became torn, opening the stent at the distal end. Therefore, the stent had to be deployed at this point but deployment of the distal part of the stent was not possible [did not fully expand] due to the sheath being split. The area was catheterized despite difficulty due to the stent struts and angioplasty was performed to open the stent properly. The stent is deployed at the proximal part of the initial lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.